Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis manifested by cloudy pd effluent coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis was not reported. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the suspected peritonitis with unspecified antibiotic injections (doses, frequencies and route of administration not reported).the outcome of the event and the action taken with dianeal/extraneal therapies was not reported. No additional information is available.